Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of asftf110 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported during the use of the needle, solution leaks through the y-site connection (there is a leak). It was stated the valve cannot be properly cleaned and remains of blood or stagnant solution, increasing the risk of infection.

Event description:
It was reported during the use of the needle, solution leaks through the y-site connection (there is a leak). It was stated the valve cannot be properly cleaned and remains of blood or stagnant solution, increasing the risk of infection.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, and applicable manufacturing records. Based on a review of this information, the following was concluded: the complaint of a leak from the y-injection site was inconclusive since the returned sample appeared to be unused and the reported issue could not be replicated on the device. A functional test of the 20g safestep infusion set revealed no leaks at the y-injection set valve or any part of the device. Since the affected product, which reportedly leaked during use, was not returned for investigation, the complaint was inconclusive. The product instructions for use (IFU) indicate that ¿needleless y-injection site valve may leak slightly at certain pressures resulting in a small bead of fluid on the valve.¿